Manufacturer narrative:
This model is not distributed in the united states, therefore 510k is not applicable. We do have similar model eg29-i10c-us available in the united states with a 510k number k190805. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical became aware of a report for an event which occurred in (B)(6) stating, "the foggy appear in the middle of image" involving pentax medical endoscope, model eg29-i10c, serial number (B)(4). The event was reported to have occurred prior to use. No further information was provided at the time of the report. The device was returned to pentax medical (B)(4) service workshop and is pending repairs.